Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device presented fogging and possible water egress at coupler between scope. These issues occurred during sedation/device inside patient for a therapeutic procedure. The procedure was completed with the same device. There were no reports of patient harm.

Event description:
No additional information received from customer

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6 the device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: leak between ring and rear cover based on the results of the investigation, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.